Event description:
The patient had hypersensitivity on the linguals when brackets were removed after 2 years of lingual orthodontia. The orthodontist tried several procedures and materials to relieve the hypersensitivity. The orthodontist used our gluma desensitizer power gel for the first time on the patient on (B)(6) 2013. The assistant applied the gdpg to the tooth using cotton rolls as simple protection of the soft tissue and did not use a rubber dam. The patient experienced a slight burning but did not complaint about that sensation. She heard the assistant asking the orthodontist if she should remove the product after the application time. The orthodontist recommended to leave the product for better outcome and recommended further to hand the syringe to patient for self-application at home each evening after brushing and to leave it overnight. She was told she should apply this in the evening and she was given a second product to apply in the morning to stabilize the desensitization effect of the lower left second molar. She did not receive any further instructions on how to apply the product to the tooth. That same evening after brushing she applied a solid portion of the product to tooth #18 and went to bed leaving the product un-rinsed in her mouth overnight. The next day the patient woke up with a strong burning sensation in the back of her mouth down to her throat. All tissue in the pharynx were very algesic, she could not eat any solid food without severe pain and had a very metallic taste in her mouth. It felt like having an extremely sore throat including an anginal inflammation. The symptoms included palpable heat radiating from her neck, to her cheek and to her ears. She tried to contact the orthodontist who was not available that day and the rest of that week. So she went on saturday morning to the emergency room of the (B)(6) clinics and was treated there. They used an articaine spray on the tissue and placed cellulose gauze on the burned tissue along the teeth, under the tongue and where possible to place together with a cortisone cream. They also prescribed cortisone cream, bepanthen solution for frequent mouth washing, recommended taking a pain reliever. Her husband gave her arcoxia, a pain reliever that his company (B)(6) manufactures, which is among other indications recommended for post-operative pain treatment after tooth surgery. The patient also used a gel stick cut out of an aloe vera leaf to cool and sooth the sore, burned tissue on recommendation from a friend who is specialized in alternative treatment. On (B)(6) 2013, the patient's husband contacted hkg to ask about the nature of the product, the chance for improvement, and physical recovery of his wife because the symptoms had hardly improved. (B)(6) 2013 report from the patient started improving. She had not fully recovered, however her taste buds and sense of taste have clearly improved and when the burning sensation disappeared she felt the desensitized tooth was no longer hypersensitive. (B)(4).